Event description:
It was reported that a patient underwent a robot-assisted partial nephrectomy procedure on (B)(6) 2025 and suture clips were used. During surgery the device could not form on the suture properly. The clip was not formed even when the applier was fired without a suture present. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you kindly provide the package lot number of the clips, please? Unk. Please provide the applier product code and lot number? Unk. What suture type and size was used? Unk. When the event occurred, was the suture placed near the hinge of the clip? Unk. Were you able to lock the clip closed on the suture? Unk. If yes, after it closed, was the clip holding securely fixed on the suture? Unk. Was the applier checked for damaged (jaws straight and aligned)? Unk. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Unk. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.